Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 133 ohms. Upon review, the impedances were out of range since few years now ranging from 115 ohms to 146 ohms. Technical services (ts) recommended to consider increasing shock impedance out of range limit to 150 ohms. This rv lead currently remains in service. No adverse patient effects were reported.